Event description:
It was reported that a user experienced a continuous glucose monitor pairing failure with the ilet system, where the menu remained on ¿start sensor¿ and did not progress, despite no cgm alerts and a confirmed functional transmitter. Symptoms included no clinical effects reported. Outcomes included no impact to health, no alarms, and no medical intervention. Investigation included remote troubleshooting and education, including restarting the ilet and initiating transmitter search with guidance that pairing could take up to 30 minutes. Investigation of this case revealed a pairing failure of the cgm integration, with the responsible device not identified and no hardware change indicated for the transmitter. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a specific device or user-related root cause.